Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the  patient stated that they had to go in and replace the ins in their back and that the rep said that they had to dig out the ins since it was corroded or something, so they were going to have to change all the leads and everything in three more years or something.